Manufacturer narrative:
Media analysis by MFR: the device was not returned; however, the customer added some photos. The images showed the tip of a guidewire and it seemed to be that the polymer jacket was partially detached from the core wire and also, the distal tip was bent. An image of a pouch was also included; the label of the pouch was in good condition and the information observed in it matched with the information of this complaint. No more information was possible to obtain through the photo.

Event description:
It was reported that removal difficulty and guidewire fracture occurred. The 60-70% stenosed target lesion was located in the mildly tortuous and moderately calcified left leg perineal artery. After crossing the lesion with a 300cm straight tip v-14 short taper control guide wire, a coyote balloon catheter was advanced for dilation. However, a bent on the tip was noticed when tried to relocate the guide wire. When the physician tried to pull back the wire into the balloon, resistance was felt and the tip of the guide did not fit inside the balloon catheter. Both devices were removed and the distal tip of the guide wire was found to be fractured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Event description:
It was reported that removal difficulty and guidewire fracture occurred. The 60-70% stenosed target lesion was located in the mildly tortuous and moderately calcified left leg perineal artery. After crossing the lesion with a 300cm straight tip v-14 short taper control guide wire, a coyote balloon catheter was advanced for dilation. However, a bent on the tip was noticed when tried to relocate the guide wire. When the physician tried to pull back the wire into the balloon, resistance was felt and the tip of the guide did not fit inside the balloon catheter. Both devices were removed and the distal tip of the guide wire was found to be fractured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluation by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The returned guidewire had the distal tip bent/kink with a section of the polymer jacket partially detached. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Some pictures were provided by the customer and they showed the distal tip of the guidewire bent/kink and the polymer jacket partially detached.

Event description:
It was reported that removal difficulty and guidewire fracture occurred. The 60-70% stenosed target lesion was located in the mildly tortuous and moderately calcified left leg perineal artery. After crossing the lesion with a 300cm straight tip v-14 short taper control guide wire, a coyote balloon catheter was advanced for dilation. However, a bent on the tip was noticed when tried to relocate the guide wire. When the physician tried to pull back the wire into the balloon, resistance was felt and the tip of the guide did not fit inside the balloon catheter. Both devices were removed and the distal tip of the guide wire was found to be fractured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.